Manufacturer narrative:
Additional MFR narrative: data batch review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 3 product. Data batch history: no other complaint was registered to date (may 23, 2022) with this batch number. Corrected data: the injector was put in contact with a local medical expert who assisted in the management of this adverse event. According to the information received this case seems linked to a vascular complication which is a rare serious side effect, although widely known and documented in the context of filler injections. Vascular complications are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Herpes outbreak inflammatory/infectious or not, is a well-known and widely documented adverse reaction in the context of hyaluronic acid filler injections. Dermal filler injections can lead to a reactivation of herpes simplex virus infections. ()b(6) outbreaks are linked to the patient's infectious history which is the case here. Batch analyses undertaken confirm that the product passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
This case occured outside of the united states, in (B)(6). According to the information received on 26-apr-2022, a patient was injected on (B)(6) 2022 with 1ml of rha 3 (tp27l-214026a0) into the lips. Immediately after the injection, the patient developped a severe oedema that caused a compression of a blood vessel of the upper lip, resulting in a vascular stasis. As corrective action, the patient received the following treatments: on (B)(6) 2022: 300 u.I. Of hyaluronidase. On (B)(6) 2022, the vascular compression was solved but the oedema still persisted. Thus, the injector prescribed 5mg of oral corticosteroids (cortisone) for two days. On (B)(6) 2022, the oedema resolved but a severe (B)(6) occured. Therefore, the doctor prescribed antibiotic cream (aciclovir). However, as reported, the patient was already subject to (B)(6). On (B)(6) 2022, we were informed that the patient was getting better and that the herpes improved. No further information was provided since.